Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination. The photo investigation could not confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamer for the attune tibia prep is stuck in the hudson reamer. Has remained in this position for the last 3 cases. No delay of surgery or adverse affect on patient.